Event description:
It was reported that during a procedure involving one resolute integrity coronary drug eluting stent positioning difficulties were encountered. The lesion was pre-dilated with a 1.5mm and 2.0 balloon and an attempt was made to cross the stent; however, the stent was unable to cross the lesion. Further dilatation using a 3.0 balloon was performed, but another attempt to position the stent was unsuccessful. One 6f guide catheter, one non-medtronic extension guide catheter, and one non-medtronic wire were used to support deployment of the stent; however, the stent could not cross the lesion. On removal of the stent from the patient the stent rod was noted to be raised. A new stent was used which crossed successfully. It was also reported that inflation difficulties were encountered during balloon inflation. The device was inspected prior to use with no issues. No medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: there was no evidence of balloon inflation. The stent was positioned on the balloon between the marker bands in accordance with the positioning specification. However, due to misalignment, the stent did not meet the visual acceptance criteria. Misalignment was observed in the proximal stent wrap, with strut raised. Deformation was evident on the distal tip. There was no evidence of necking on the proximal balloon bond / distal inflation lumen. The balloon passed negative prep. The balloon was inflated to a nominal of 9 atm and maintained pressure, expanding the stent with no issue. No other deformation evident to the remainder of the device. Additional information: the lesion was pre-dilated with a 1.5mm and 2.0 balloon and an attempt was made to cross the stent; however, the stent was unable to cross the lesion and stent deformation occurred after the attempt to pass the lesion, no inflation was applied to the stent. It was later reported that there was no partial inflation of the balloon, no attempt was made to inflate the balloon. The same inflation device was used successfully with other devices. The patient is doing well. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.